Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient is scheduled to undergo bilateral explantation on (B)(6) 2020. On (B)(6) 2020, mentor received additional information about the event. The patient is scheduled to replace her removed breast prostheses with mentor smooth round moderate profile 525cc saline breast prostheses. Reason for device explant and/or reoperation: left breast prosthesis deflation, bilateral breast pain. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-dec-2020, mentor received additional information about the event. It was initially reported that the patient replaced her explanted breast prostheses with mentor smooth round moderate profile 525cc saline breast prostheses. New information received states that the replacement breast prostheses are mentor smooth round moderate profile 475cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 350cc saline breast prostheses when the left breast prosthesis deflated after implantation. The patient observed rippling and a decrease in size in her left breast. In addition, the patient reported feeling an occasional sharp pain underneath both of her breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.